Event description:
Dealer called for a left motor. She states the chair will not turn left and reverse. The chair will drive forward though. Advised this dealer that if the chair is not driving in circles, that the left motor is turning properly and this may not be a motor issue.